Manufacturer narrative:
The patient weight was not provided. Approximate age of device ¿ 10 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient was admitted to the hospital on (B)(6) 2018 with an elevated lactate dehydrogenase (ldh) of 1200 u/l. The patient was treated medically with intravenous fluids and heparin. The patient is not a candidate for a pump exchange and was discharged on (B)(6) 2018. As of (B)(6) 2018, the patient¿s most recent ldh on (B)(6) 2018 was 1258 u/l. No additional information was provided.

Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed power and flow elevations that occurred during pi events, a specific cause for these events could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported elevation in ldh could not be conclusively established. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. This document provides details regarding the recommended anticoagulation therapy and inr range. This IFU also outlines all pump parameters, including pump power, flow, and pulsatility index. In addition, this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records (documents 195961, 193651, and 192560) for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications.the account communicated that the patient had an elevated ldh of 1200. The patient was admitted on (B)(6) 2018 and he was being treated medically with IV fluids and heparin. There are no plans for a pump exchange due to compliance and insurance issues, and the patient was not interested in hospice. It was reported that the patient was discharged on (B)(6) 2018; however, the elevated ldh remained ongoing. The patient¿s ldh was 1258 on (B)(6) 2018. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. No further information was provided. The manufacturer is closing this file for this event.